Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076577/7076616.

Event description:
It was reported that the patient had a fall, and something struck the tissue over the ipg and broke the skin. Symptoms of redness and drainage at the ipg site were noted. The physician said the battery was exposed and visible through the break in the skin. Patient did not seek medical attention until after it became infected. The patient underwent an explant procedure and was treated with IV antibiotics. The patient was doing well post operatively. The explanted ipg and leads were discarded.